Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: a review of radiographic images show very poor films are shown of a lumbar kyphoscoliosis with some degree of osteoporosis. Postop films show construct from about t3 to l5. The sagittal curves are reestablished, however the patient appears uncompensated on the pa film. Report of a loosened l5 screw is made but this cannot be verified by these films. In such long constructions iliac screws may have been a consideration.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.